Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The product has not been returned therefore a failure analysis or physical examination of the device could not be performed. The lot number is unknown, therefore review of documentation was performed on documents currently in use. The coil is thoroughly inspected by quality control and no notable gaps in production or processing controls were identified. Design controls, including risk specifications and relevant testing, were also reviewed. A review of the device history record for non-conformances and same-lot complaints was not possible due to no lot number reported. Potential root causes include inadequate manufacturing leading to a weak end weld and improper loading of the coil from the shipping cannula into the catheter. The customer mentioned that several coils had been placed in the patient prior to the complaint product. It is additionally possible that the catheter or wire were damaged while deploying these coils which could have led to this event. However, without a returned device, a definitive root cause cannot be determined. Per the quality engineering risk assessment no further action is required. We have notified the appropriate personnel and will continue to monitor for similar events.

Manufacturer narrative:
Additional information: the device was received on 11/17/2017. During visual inspection it was observed that one coil was returned inside of the catheter. Visual confirmation of the unraveled coil and measurements of the coil could not be obtained without destructive actions to the devices. Based on the inspection of the returned device, and the results of our investigation; the root cause for this event remains unchanged as it was unable to be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during an unknown procedure, the tornado platinum embolization coil reportedly became unraveled inside of the catheter. The coil that became stuck did not deploy, and remained lodged inside the catheter. The operator removed the catheter and used a new catheter and coil to continue the procedure. Several coils of the same size and lot number were placed inside the patient with no issues beforehand. The customer confirmed that no harm came to the patient. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.